Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the notch guides show wear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the ball spring was missing from the spacer block. Notch guides show wear. The device associated with this report was returned to depuy synthes for evaluation. Visual examination of returned device revealed attune notch guide sz 7 had heavy wear and stripped patterns below the tongue of the notch guide, confirming allegation. Additionally, the white backfill ink was found peeled from all the letters of the device. The observed conditions were identified as an end of life indicator; damage consistent with repeated use and servicing. While full lavage is recommended to remove any potential ink flakes that may have entered the incision during the procedure, cytotoxicity testing and extra-activity testing of the tpu 970 white series ink, used for the lettering of the attune notch guides, showed the extract was non-cytotoxic and no significant levels of extractable material was found under the conditions of these tests. Therefore, patient risk was found to be minimal and the material can be accepted as biocompatible in this application. Without knowing the cleaning/sterilization technique used by the customer, no further conclusion can be drawn for the peeling condition. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune notch guide sz 7 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a3 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.